Event description:
Per independent repair center statement, the units sieve beds are saturated. Per independent repair center statement, the unit has low o2/yellow light. No other information available.